Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance with blood glucose (bg) values that dropped to 31 mg/dl. The patient lost consciousness, as a result. For treatment, the patient was put on oxygen, given pain medication, intravenous (IV) drips were used and ativan was given. The pod was worn on the arm. The pod was removed and discarded. The patient is still at the hospital.